Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID#2134265-2016-03661 and 2134265-2016-03663. It was reported that balloon rupture occurred. A 90% stenosed target lesion was located in a severely tortuous distal left anterior descending (lad) artery. After a 2.25x20mm synergy stent was implanted in the mid lad, dissection was noted at the distal lad. A 2.25x16mm synergy sent was then advanced to treat the dissection. However, the 2.25x16mm synergy stent got stuck at the lesion. During removal of the 2.25x16mm synergy stent, the stent dislodged inside the previously deployed 2.25x20mm synergy stent. The 2.25x16mm synergy stent delivery system (sds) did not came in contact with the previously deployed 2.25x20mm synergy stent however, it was noted that the distal part of the 2.25x20mm synergy stent became 'crank'. A 2.00mm x 8mm emerge balloon catheter was then selected to dilate the dislodged stent. However, the balloon ruptured and was exchanged with a non-bsc balloon catheter. The physician decided to perform bailout onto the dissected distal lad and selected a mach1 guide catheter. However, the guide catheter was unable to engage the vessel properly. When the physician rotated the guide catheter to engage again the vessel, it was noted that the guide wire got kinked. The device was exchanged to a non-bsc guide catheter and dilatation was performed. A non-bsc stent was successfully deployed to the lesion and the bailout procedure was completed. No further patient complications were reported and the patient's status was good.